Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and headache ("headaches") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, menorrhagia, vaginal discharge, alopecia, headache, weight increased and fatigue outcome was unknown. The reporter considered alopecia, device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight 210 lbs. Discrepancy essure insertion date as: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - in 2009: that everything looked normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: pfs received. New event fatigue was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy test urine negative. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and headache ("headaches") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, heavy menstrual bleeding, vaginal discharge, alopecia, headache, weight increased and fatigue outcome was unknown. The reporter considered alopecia, device dislocation, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight 210 lbs. Discrepancy essure insertion date as: (B)(6) 2009. There was 1 coil trailing from the left ostia and 3 coils from the right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - in 2009: that everything looked normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2021: mr received. Reporter information, patient's medical history and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and headache ("headaches") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, menorrhagia, vaginal discharge, alopecia, headache, weight increased and fatigue outcome was unknown. The reporter considered alopecia, device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight 210 lbs. Discrepancy essure insertion date as: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - in 2009: that everything looked normal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and headache ("headaches") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, menorrhagia, vaginal discharge, alopecia, headache and weight increased outcome was unknown. The reporter considered alopecia, device dislocation, dysmenorrhoea, headache, menorrhagia, vaginal discharge and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received. Reporter information added. This case become incident. Previously reported event injury to herself were updated menorrhagia (heavy menstrual bleeding), dysmennorhea (cramping), migration, vaginal discharge, hair loss, headaches, weight gain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.